Event description:
Appears potential atrial under sensing triggering device classified false termination of at/af event(s) at times. Undersensing on atrial lead and appears to result in inappropriate atrial pacing. Abrupt change in atrial impedance and p wave measurements. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).